Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to a temporary display of error message e315 and b30. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (non-compatible endoscope) error was not confirmed. In addition, the ethylene oxide valve had a leakage due to an immersed and corroded electrical connector. A b30 (scope communication) error was displayed due to an immersed and corroded electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope displayed an e315 (non-compatible endoscope) error during preparation for use. The intended procedure was a diagnostic tracheoscopy. There was no delay, and the procedure was completed using a replacement device. There was no report of patient harm associated with this event.